Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that she felt her blood glucose was rising and went to use the insulin pump but the buttons were not responding. At first the up and down buttons worked but then they were ramping and then none of the buttons worked. The customer stated she was outside working and it might have been exposed to sweat. Blood glucose value was 291 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.